Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an interventional procedure, the user reported that there was no signal for the screen in the examination room. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware failure. The investigation was performed considering complaint description, cs reports, system history and system log files. During the patient procedure the image acquisition system (ias) failed and no signal on the assist monitor in the examination room was available. The system switched to bypass fluoro mode. At the same time a message is displayed informing the customer of the "bypass flouro mode". The investigation of log files shows that during the patient procedure the system suddenly went into bypass mode due to complete shutdown of the ias system. This caused the system to switch to bypass fluoro mode. Based on the system symptom's and issue pattern, the service engineer found a power failure in the ias. An extensive investigation could not be performed as the affected part was not returned. According to expert opinion, the root cause of the power supply failure could be a short circuit or a capacitor break in the power supply. This issue is not a systematic error and no corrective action is necessary. After the replacement of the ias power supply the system works as specified. There were no further issues reported and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.